Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer and his mother reported via phone call that he had a no delivery alarm on the insulin pump and a blood glucose of 438 mg/dl. Customer treated with the pump but has syringes for a manual injection. Customer stated that the alarm just occurred during a bolus. Customer was sleeping on his stomach and is not feeling well. Caller stated that the no delivery alarm is recurring and the issue has been resolved. Customer stated that there was a little air bubble in the tubing. Customer stated that the cannula was not bent. It was explained that the site might have been occluded. Customer had a low blood sugar this morning when he woke up. Customer was given insulin before he went to sleep through a manual injection. Customer's blood glucose was 92 mg/dl and he was given 2 glucose tablets. Customer woke up with a blood glucose of 72 mg/dl. Customer treated by drinking juice and ate breakfast at school. Customer declined troubleshooting.